Event description:
Same case as MDR#2134265-2012-05606. It was reported that during preparation for a treatment procedure, a catheter shaft irregularity was noted. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was a clear crack through the outer insulation at the "pin hole" just below the distal tip transition from mid shaft. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was an irregularity in the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR#2134265-2012-05606. It was reported that during preparation for a treatment procedure, a catheter shaft irregularity was noted. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was a clear crack through the outer insulation at the "pin hole" just below the distal tip transition from mid shaft. The 7/110/2.5/8-8 blazer xp diagnostic catheter was selected for right atrial flutter ablation but during preparation, it was noted that there was an irregularity in the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned complaint device revealed the device was within specifications. No anomalies were noted near the torque hole and the device was steered and inspected in both directions using a post sterile template with no issues. The distal section was also inspected for straightness in the un-steered (neutral) position and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).